Manufacturer narrative:
Product analysis: the complaint was confirmed. The case and related components were found to have extensive damaged, and the connector was found to be loose on the link electronic module (lem) board and failed functional testing. The display was found to have several lines that were not displaying and were unresponsive. The programmer was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a faulty radio frequency (rf) programmer head connector. It was further reported that the programmer had a hole in its case. The programmer was returned for service. There was no patient involvement. The programmer tested out-of-specification on analysis.